Event description:
The pt had an overstimulation sensation. She also reported chest pains/pressure in her chest. She was seen by a cardiologist and a "gastro" health care professional (hcp) and everything checked out fine; all tests came back normal (the dates, test, and results were not reported). The implantable neurostimulator (ins) was turned off for 5 days and her chest pressure diminished. It was turned back on in the morning and by 3pm her chest pain had returned. The ins was then turned off and the pain was gone by 10pm. X-rays (date not reported) showed the lead to be in the correct position. The ins had not been reprogrammed since 2007. The pt reported that there was no trauma to the area. The pt was at home; her status was reported to be "fair". The pt had an appointment scheduled with her hcp. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.